Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Reportedly, the customer's blood glucose (bg) level was over 600 mg/dl with high level of ketones. The customer was able to load a new cartridge successfully and administered a correction bolus via the insulin pump and manual injections to address bg levels. In addition, the customer will use manual injections as alternate insulin therapy.